Event description:
It was reported that the vascular sheath was split prior to use. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq2384 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the vascular sheath was split prior to use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath was confirmed and the cause appeared to associated with the manufacturing process. The components of a groshong PICC kit were returned for investigation. The 4.5fr x 10cm microintroducer exhibited evidence of use. What appeared to be dry blood residue was observed on the introducer. A portion of the edge at the distal tip of the sheath was crumpled and deformed, which is consistent with damage that occurs during the insertion process. A 4mm longitudinal split was observed at the sheath tip. A microscopic examination of the split revealed that the edges of the split were straight. The split most likely existed prior to use and may have affected the insertion process. Bd is working closely with manufacturing to prevent recurrence of the reported issue. H3 other text : evaluation findings are in section h.11.